Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 160 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.